Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that the sensor gave inaccurate values on (B)(6) 2013. Patient reported that the device read high while patient states her blood sugar was 187. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.